Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the bad x-ray tube. He performed an alignment and calibration. The system produced x-rays and checked system for correct operation. It operates correctly with the exceptions of the right monitor needing calibration.

Event description:
It was reported that the system did not fluoro but was making noise.